Event description:
Boston scientific crm received information that this device was eroding through the pocket. The pocket was opened and fluid was drained. The device was removed from the pocket, but left connected to the leads. The device was left externally to pace if necessary. After the infection clears, a new device will be implanted.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.